Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The steering function was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system steering handle is off center from the wheels. As described, the steering handle is not matching the direction of system movement. No patient injury was reported.